Manufacturer narrative:
The investigation for the low pump flow has been completed. The returned pump was inspected and there were no visual abnormalities. There was no biomaterial in the outflow cage or by the impeller. The data logs confirm low pump flow for matching p-level. The logs do not show any motor current spikes or positioning issues. The logs show placement signal trending downward, and suction alarms. Clinical details mention prior episode of low pump flow that was resolved. It is unknown if any biomaterial was observed in the field. The root cause of low pump flow was most likely patient condition related.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced unresolvable low pump flows. During the impella supported percutaneous coronary intervention, the patient experienced loss of flow from impella cp that could not be corrected with repositioning, changes in preload or breaking of suction. Unresolvable low flows led the decision to replace the pump for suspected clot entrainment. It was noted there was no harm to the patient as a result of this event.